Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a communication module intermittent connection alarm. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the pump was calibrated and updated. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was giving an error message. The device was restarted after each error and worked appropriately for a time. Upon the third message the device was changed. There was no delay in the pt receiving pain medicine. I cannot recall the specific error but it was not an upstream occlusion error. There was patient involvement but no patient harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.